Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced erythema and clear drainage from the cardiac resynchronization therapy defibrillator (crt-d) pocket. Intravenous antibiotics were started however the infection persisted so the crt-d system was explanted. The patient was a participant in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that approximately two weeks after the cardiac resynchronization therapy defibrillator (crt-d) system was explanted, the patient presented to the emergency department due to worsening heart failure, and lightheadedness when stooping over. Non-sustained ventricular tachycardia was noted. The patient was hospitalized initially, then the patient status was changed to do not resuscitate, and the patient was admitted to hospice at home. The patient later died.